Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A cine of the procedure was returned and reviewed by an abbott vascular clinical specialist who noted the complaint of balloon deflation was not documented within the images received. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU), warns: it is not recommended to treat a lesion with greater than 40% residual stenosis after pre-dilatation by visual estimation. Additionally, an attempt was made to remove the device against resistance. The IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post implantation, remove the entire system as a single unit.

Manufacturer narrative:
(B)(4). Event description continued: a non-abbott balloon (1.5 x 10 mm) and a non-abbott balloon (2.0 x 10 mm) crossed for post-dilatation. This post dilatation was not optimized but angiographically it was a good outcome. Intra vascular ultra sound (ivus) was considered but regarding the challenging crossing profile of the lesion for guide wires and balloons, it was finally decided against performing an ivus. There was no adverse patient effect or clinically significant delay in procedure. No additional information was provided. Concomitant products: guide wire: bmw, asahi light, whisper ms; guide cath: ebu 6f launcher; sheath: 6f. (B)(4) - against resistance. The implant remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that a young patient with a metal allergy was scheduled to undergo an intervention to treat a de novo lesion in the mid left anterior descending (lad) artery with heavy tortuosity. Due to an adverse reaction to diazepam, the patient was anesthetized (patient was known to be very excited / afraid in regard to the intervention). The physician advanced through the tortuous vessel with both a balance middle weight guide wire and an asahi light guide wire as buddy wires. The physician stated that the approach was difficult. The first device (2.5 x 18) was implanted successfully (12 atmospheres (atm), 60 seconds (sec)). Proximal, another device (2.5 x 18 mm) was placed as planned with 1mm of overlap (12 atm, 60 sec). After inflating this second implant, the delivery system could not be pulled back as it seemed to be stuck to the implant. After some tries it was possible and after removal, the physician recognized that the balloon was not completely deflated. The physician wanted to know if the balloon of the implant was damaged and inflated the system outside the patient. At 20 atm the balloon burst. During a second attempt to post-dilate the overlapped area, the guide wire was unstable and slipped out of the implant. The physician stated that he felt less backup and the wires started to move while trying to advance the post-dilatation balloon. After some trials to re-approach, the physician changed to a whisper ms which could cross successfully. But a non-compliant trek (2.5 x 25 and 15 mm) and a non-abbott balloon (2.5 x 10 mm) failed to cross through the overlap in the bend (perhaps stuck at the platinum marker).